Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the drill broke during the surgery of a cheek bone fixing. It is reported that approximately 2 mm of the tip remained in the patient's bone.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The drill was visually evaluated with a digital microscope and confirmed to have part of the drill tip broken off. The broken segment of the drill was not returned as it is reported it was remained in the patient. The working end of the drill cannot be dimensionally measured due to the fracture. The IFU (instructions for use) states "do not use excessive force on any drill, bur, or blade. Excessive force may result in unusual stress conditions and result in breakage or fracture of the device." There are no indications of manufacturing defects. The most likely underlying cause is excessive force.